Event description:
It was reported that the patient was lightheaded and dizzy. It was noted that the ventricular lead was ¿not connected well¿ during the implant. The lead was operated on again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 lead. (B)(4).